Event description:
It was reported that following a stenting treatment procedure, a patient death occurred. An unspecified taxus express2 stent was implanted in an unspecified vessel. The procedure date was unknown. In (B)(6) 2011, the patient presented with in-stent restenosis of the mid left anterior descending artery. Treatment placed a 3.0x23mm non-bsc stent deployed at 20 atms. Post dilation was performed to complete the procedure and the patient was discharged 11 days later. In (B)(6) 2011, the patient visited the hospital for an unknown reason but a "circulatory disorder was suspected". In (B)(6) 2011, the patient presented with cardiac arrest at another hospital. The cause of death is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).